Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the seal was compromised. An opticross¿ 18 imaging catheter was selected for use. During unpacking, it was noticed that the packaging seal of the opticross¿ 18 located at the bottom of the box, had a one inch gap from the seal. Thus, compromising the sterility of the opticross¿ 18 imaging catheter. The device was replaced with another of the same device to complete the procedure. No patient complications were reported.